Manufacturer narrative:
The insulin pump failed to vibrate during self test due to broken red wire on the vibrator motor; unable to complete functional test due to failed to vibrate during self test. Also, the insulin pump was received with intermittent button response noted during testing due to flattened dome switch on the act button. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin passed off no power test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime test and excessive no delivery alarm test. The insulin pump had cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 218 mg/dl at the time of the incident. The customer stated that the buttons were hard to press. The customer stated that the vibrate mode on their device does not work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.